Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. Unable to confirm e70 alarm due to erased history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer received a motor error alarm, as well as a motor positon encoder error. Advised to discontinue use of the insulin pump. No additional information was provided.